Manufacturer narrative:
PMA/510k: this product is registered as a combination product. The results of the investigation are inconclusive since the lead was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, noise was observed on the right ventricular lead. Lead damage was suspected but has not been confirmed. No intervention has been performed, the lead remains implanted and will continue to be monitored. The patient was in stable condition.

Event description:
Additional information received indicated the right ventricular lead was explanted and replaced to resolve the event. The patient was in stable condition.

Event description:
Additional information was received indicating the device was reprogrammed to resolve the event.